Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, two openings device on anterior side assessed as surgical damage. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: creases are observed. Wear abrasion is observed. White particles were observed on the shell. Observed 40 mm dark patch edge material inside gel device. Stress marks are observed assessed as non-penetrating nick.

Event description:
Healthcare professional reported a left side rupture. Additionally, healthcare professional reported capsular contracture, baker grade ii. Device has been explanted.

Event description:
Healthcare professional reported a left side rupture. Additionally, healthcare professional reported capsular contracture, baker grade ii. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr / psr on 23-jul-2018. Health effect impact code: f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis results: visual analysis of the photos identified: rupture: not observed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: encapsulation color red observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.